Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00057: case 1, 3025141-2019-00059: case 3.

Event description:
Following implantation of an acutrak screw, the patient experienced non union. Revision surgery involved converting to a total wrist arthrodesis. The wrist was full of granulomatous tissue; pathology report showed chronic active inflammation compatible with rheumatoid arthritis or foreign body reaction. Strengthening therapy began and she returned with complaints of wrist pain four months after surgery. Case 2. From: article: results of a method of 4-corner arthrodesis using headless compression screws. Ozyurekoglu, tuna; turker, tolga. American society for the surgery of the hand. Journal of hand surgery, volume 37a, march 2012.